Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported unsealed device packaging. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.0x38mm xience sierra stent delivery system (sds) was removed from the chipboard box and it was noted that the internal pouch was open, and the device was not sterile. There was no damage noted to the chipboard box. The sds was not used and there was no patient involvement. The procedure was successfully completed with a new 3.0x38mm xience sierra stent. There was no clinically significant delay in the procedure. No additional information was provided.